Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging a history/settings issue. There is no reported adverse event with this complaint. This issue is being reported as an issue with the pump not performing as intended with regards to the history or the settings may result in over or under delivery.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 08-may-2018 with the following findings: a review of the pump¿s bolus history showed a cancelled bolus around the time of the alleged incident. The black box history was unavailable due to continued use. During testing, the pump was exercised for 24 hours at a 1.0u programmed basal rate without call service alarms, warnings, or issues. Subsequently, the pump was found to have accurately recorded the insulin delivery in the pump history and the total daily delivery was correctly added up corresponding to the programmed basal rate. A 10 unit bolus was manually performed, found to deliver accurately, and recorded accurately in the pump history. A 10 unit was manually performed using the audio bolus button, found to deliver accurately, and recorded accurately in the pump history. The keypad buttons were found to be appropriately responsive. The original complaint of an inaccurate delivery issue was unable to be duplicated. There was no defect found. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.